Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced four infusion set tubing leaking at coupling housing event on (B)(6)2024, (B)(6)2024, (B)(6)2024 and (B)(6)2024. The blood glucose level was more than 500mg/dl. No further information available